Manufacturer narrative:
G4:14oct2020. B4:30nov2020. The field service engineer (fse) replaced the front bezel to address the reported navigation (nav) ring failure. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(4) 2020. Date of report: 14sep2020.

Event description:
The biomed is reporting the nav-ring is not moving. The customer is unable to complete performance verification testing. The customer contacted product support. The customer reported that the unit was not in use on a patient.